Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high pace impedance measurements in the 1,700 to 1,900 ohms range over the last few months, reaching a greater than 2,000 ohms out of range measurement. There was no evidence of noise on the lead and 0% rv pacing was noted. Technical services discussed troubleshooting options. Clinician scheduled patient to be checked in office. No adverse patient effects were reported. The lead remains in service.